Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 49 mg/dl. The cause of the low bg was unknown. The customer became unresponsive, an ambulance was called, and the customer went to the emergency room (ER) on 03/01/23 for six to seven hours. The customer does not remember how the ER resolved their low bg. The customer was released from the ER on (B)(6) 2023 with no permanent damage. Tandem technical support performed a full pump system check and verified that the pump was operating appropriately. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.